Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that they are getting a sensor error blood glucose value is 50-250. Customer also report pump error 65 in alarm history. Products are expected to return.